Manufacturer narrative:
(B)(4). Date sent: 6/11/2025. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D6a; exact date is unk. Assumed first day of the month and first month of the year. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do we have permission to reach out to your surgeon to ask the below questions? If yes, what is the surgeons name with contact information? When we reach out to the surgeon, they will ask for your date of birth, what is your date of birth? The below questions will be sent to your surgeon: what is the product code? What is the lot number? What is the exact date of implant? What was the damage to the esophagus and throat? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx was implanted in 2019. The patient started having issues and was told need to take omeprazole for the rest of my life to control the gas. In (B)(6) 2025, she had an upper gi and the doctor discovered the linx was doing the opposite of what it was designed to do. It damaged my esophagus and throat. She thought she was dying. After the upper gi was done the doctor called and said they have to remove the link before it does any more damage. The doctor removed the link on (B)(6) 2025. She have suffered mental, physical and emotional damage from the link.

Manufacturer narrative:
(B)(4) date sent: 7/29/2025. Corrected data: d1 and d4. Additional information was requested and the following was received: what is the product code? Catalog #lxmc17 (598274) what is the lot number? 26977. What is the exact date of implant? (B)(6) 2021. What was the damage to the esophagus and throat? No damage noted. Does the patient have any of the allergies to metals? No if so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? No did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No was there any hiatal or crural repair done at the same time as the implant? Yes. A hiatal hernia repair was done at the same time. Was mesh used at time of implant? No what was the reason for removal of the linx device? Worsening gerd. Upper gi showed linx device was very constrictive. "The device possibly causes a degree of low- grade obstruction." (Note from radiologist report (B)(6) 2025). At the time of removal, was the device found in the correct position/geometry at the time of removal? Yes have the symptoms resolved since the device was explanted? Maybe. Patient is still on ppi.

Manufacturer narrative:
(B)(4) corrected data: d6a date sent 7/2/2025. Additional information was requested, and the following was obtained: spoke with patient who indicated her device was implanted on (B)(6) 2021 by (B)(6), md in (B)(6) in she also underwent a hernia repair at the time of implant. She reports she had issues with gas but otherwise had relief of the burning symptoms. Then early this year (2025) she developed difficulty swallowing and saw jg, md (gastroenterologist) who performed an egd and reported to the patient that the esophagus was inflamed. The patient then returned to dr. (B)(6) who requested an upper gi in (B)(6) 2025 and removed the device on (B)(6) 2025. She is now controlling the burning symptoms with omeprazole but hopes to have a long-term solution. She is granting permission for us to speak to dr. K for more information.

Manufacturer narrative:
(B)(4) date sent: 7/3/2025. Additional information: date of birth (B)(6) 1961.